Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that users were monitoring the fetal heart rate using an ultrasound transducer and then decided to use a fetal scalp electrode. When the ultrasound transducer was removed, 2 heart rates continued to be displayed for 30 minutes which they believe to be incorrect and were expecting display of only the measurement from the fetal scalp electrode. Users state that "the baby is not very well." No further information was provided about the baby's condition at this time.

Manufacturer narrative:
The customer provided traces. The traces have been evaluated by a philips clinician and the product support engineer. In this case the transducer fhr1 was plugged in and received the index 1. Thus the heart rate was labeled fhr1, then a fetal scalp electrode was plugged in and received the index 2 and was labeled with dhfr2 and was printed with dfhr2 on the trace. Due to the automatic trace offset (trace separation on) for the 2nd heart rate (which was the dfhr2) the trace was printed with offset of +20. The index for dfhr2 and thus the offset and dfhr2 trace will remain until everything is un- and re-plugged and thus indexes are new assigned unless/until patient is discharged in the device. Then the indexes will restart with 1 for the first plugged transducer 2 for the 2nd and so on. This is what is described as the order in which the transducers are plugged in the chapter important considerations of the IFU. Since there was no value from the maternal heart rate most likely the mp transducer just laid by and was not applied on the patient. No trouble with the device was found. The information about the device evaluation was provided to the field and was discussed with the customer. The customer had described staff turnover had occurred and had indicated retraining of newer staff in the future would be requested. The device remains at the customer site. No part information available. No trouble was found during the investigation of the reported event. Insufficient information was provided about the patient outcome. The investigation found that not all users were familiar with normal device operation involving the use of the trace separation and offset features of the product. This is a use related issue.